Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. There were no difficulties connecting the sheath introducer to the device. The indicator wire cowling locked to the handle, an audible click was heard, but the indicator did not turn fully black. While slowly retracting the device at approximately a 45° angle, the pulsatile blood flow from the backflow indicator ceased. The device was then slowly withdrawn about 1 cm, at which point resistance was felt, suggesting that the wire loop may have engaged the vessel puncture site. The operator continued slow withdrawal, but the indicator window never changed. The physician did not have their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon device removal, the wire loop was deployed without anomalies. The exoseal vcd was not deployed outside the body. The patient¿s condition post-procedure was normal. The device was used in an interventional procedure with a retrograde approach. A 5f non-cordis sheath introducer was used. The operator was trained, and the device was stored and prepared per the instructions for use (IFU). There were no visible signs of damage to the device or packaging prior to use. Angiography confirmed the femoral artery¿s suitability, including the sheath insertion angle, and vessel diameter was verified to be =5mm. There were no signs of calcium, plaque, stents, or significant stenosis near the puncture site. No closure device or manual compression had been used within 30 days prior to the procedure. No evidence of hematoma, arteriovenous fistula, or pseudoaneurysm was observed before exoseal use. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was attempted to be performed; however, it could not be performed completely. After locking the guard and achieving the black/black position by pulling the indicator wire, the deployment lever was attempted to be depressed. However, the amount of dry blood in the internal mechanism of the device impeded the full depression of the deployment lever and resulted in damage to the unit during the deployment attempt. A high magnification microscopic evaluation was executed to evaluate the internal components of the unit. During this analysis, presence of great amounts of dry blood were observed to be present in the interstitial space between the components of the deployment mechanism. A review of the manufacturing documentation associated with lot 18369887 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be fully evaluated during functional analysis of the returned device. During testing, the indicator window was observed to transition to the black/black state. However, due to the presence of dried blood within the internal components, evaluation of the subsequent transition to the black/white/red state could not be performed. The exact cause of the reported condition could not be conclusively determined, as the condition of the returned device prevented completion of the full functional analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. There were no difficulties connecting the sheath introducer to the device. The indicator wire cowling locked to the handle, an audible click was heard, but the indicator did not turn fully black. While slowly retracting the device at approximately a 45 angle, the pulsatile blood flow from the backflow indicator ceased. The device was then slowly withdrawn about 1 cm, at which point resistance was felt, suggesting that the wire loop may have engaged the vessel puncture site. The operator continued slow withdrawal, but the indicator window never changed. The physician did not have their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon device removal, the wire loop was deployed without anomalies. The exoseal vcd was not deployed outside the body. The patient¿s condition post-procedure was normal. The device was used in an interventional procedure with a retrograde approach. A 5f non-cordis sheath introducer was used. The operator was trained, and the device was stored and prepared per the instructions for use (IFU). There were no visible signs of damage to the device or packaging prior to use. Angiography confirmed the femoral artery¿s suitability, including the sheath insertion angle, and vessel diameter was verified to be =5mm. There were no signs of calcium, plaque, stents, or significant stenosis near the puncture site. No closure device or manual compression had been used within 30 days prior to the procedure. No evidence of hematoma, arteriovenous fistula, or pseudoaneurysm was observed before exoseal use. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18369887 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. There were no difficulties connecting the sheath introducer to the device. The indicator wire cowling locked to the handle, an audible click was heard, but the indicator did not turn fully black. While slowly retracting the device at approximately a 45° angle, the pulsatile blood flow from the backflow indicator ceased. The device was then slowly withdrawn about 1 cm, at which point resistance was felt, suggesting that the wire loop may have engaged the vessel puncture site. The operator continued slow withdrawal, but the indicator window never changed. The physician did not have their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon device removal, the wire loop was deployed without anomalies. The exoseal vcd was not deployed outside the body. The patient¿s condition post-procedure was normal. The device was used in an interventional procedure with a retrograde approach. A 5f non-cordis sheath introducer was used. The operator was trained, and the device was stored and prepared per the instructions for use (IFU). There were no visible signs of damage to the device or packaging prior to use. Angiography confirmed the femoral artery¿s suitability, including the sheath insertion angle, and vessel diameter was verified to be =5mm. There were no signs of calcium, plaque, stents, or significant stenosis near the puncture site. No closure device or manual compression had been used within 30 days prior to the procedure. No evidence of hematoma, arteriovenous fistula, or pseudoaneurysm was observed before exoseal use. The device will be returned for evaluation.